Manufacturer narrative:
A supplemental MDR is being submitted for review of medical records. Corrected h6 device code. Added a2, b1, investigation findings, investigation conclusions and h10. Per review of medical records, patient presented with prosthetic valve with moderate stenosis. Patient underwent mitral valve replacement with medtronic heart valve and explant of tavr valve with avr 19mm ew inspiris resilia. Due to inadequate exposure (of the mitral valve) due to the presence of the prosthesis in the aortic position, the operators elected to remove the tavr valve. The investigation is in progress. A supplemental report will be submitted when additional information is provided. Per review of medical records, patient presented with prosthetic valve with moderate stenosis. Patient underwent mvr with medtronic heart valve and explant of tavr valve with avr 19mm ew inspiris resilia. Due to inadequate exposure (of the mitral valve) due to the presence of the prosthesis in the aortic position, the operators elected to remove the tavr valve. The investigation is still ongoing. A supplemental report will be submitted when additional information is provided.

Manufacturer narrative:
A supplemental MDR is being submitted for correction base on the review of the medical records. Per initial report from patient registry, approximately 2 years and 3 months post transfemoral tavr procedure with a 23mm sapien 3 ultra valve in the aortic position, the valve was explanted due to unknown reasons. Per medical records review, the patient underwent open-chest mitral valve replacement with non-ew heart valve due to mitral stenosis. There was inadequate exposure of the mitral valve due to the presence of the s3u and it was elected to remove the tavr valve in order to access the mitral valve. The tavr was explanted and replaced with a 19mm ew inspiris resilia. As the s3u was explanted in order to gain access to treat the native mitral valve, the explant is not considered to be related to the reported moderate aortic stenosis. There is no information on the records regarding the valve function (area, gradients, velocities), patient symptoms or treatment. Based on these results, this complaint is no longer considered to be a reportable event and a corrected report is being submitted.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information. The following sections of this report have been updated: corrected h.6 impact code, clinical code, device code and investigation conclusions and investigation findings. Added new information to h.6 type of investigation. The device was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Imagery was not provided for review. A review of the risk management documentation was performed, and no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. The complaint was confirmed based on the medical record. A review of the DHR, lot history, and complaint history did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. During the manufacturing process, all sapien 3 ultra valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. Per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from several factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma (cardia-pulmonary resuscitation, blunt chest trauma), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. Stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention. Stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention. Per review of medical records, ''the patient presented with native mitral valve stenosis and during screening moderate aortic stenosis of the 23mm sapien 3 ultra was noted. There is no additional information regarding the moderate aortic stenosis''. Due to limited information, a definitive root cause was unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment is required at this time.

Event description:
As reported by patient registry, approximately 2 years and 3 months post transfemoral tavr procedure with a 23mm sapien 3 ultra valve in the aortic position, the valve was explanted due to unknown reasons.

Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted when additional information is provided.